Manufacturer narrative:
Follow-up #1 date of submission 06/21/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the bolus history indicated boluses were given at 11:48 am and 1:05 pm on (B)(6) 2012, and at 11:49 am on (B)(6) 2012. The bolus history also showed a 0.0 unit bolus at 11:19 pm and 11:20 pm on (B)(6) 2012. A normal bolus, an audio bolus, and a bolus from the meter were successfully performed and all three boluses were accurately recorded in the pump history. There was no hypersensitivity found with the keypad buttons. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed stripped threads on the battery cap and a faded display screen. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump's bolus history was inaccurate. The reporter did not allege any harm or injury because of the alleged issue. The reporter claimed that during a health care professional (hcp) visit, they noticed that there were dinner boluses that were missing in the pump's history. The reporter claimed that boluses were specifically missing from (B)(6) 2012 and (B)(6) 2012. During the time of concern, the patient's blood glucose (bg) levels reached "200" mg/dl. The reporter denied that the patient developed symptoms. She also denied that there was an issue with the pump's keypad being unresponsive. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had an inaccurate bolus history. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.